Manufacturer narrative:
This report is submitted on march 08, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to extrusion of the receiver/stimulator. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 18, 2022.